Manufacturer narrative:
(B)(4). Date of initial report : 3/2/2016. To date, the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported a tagged laparotomy pad was not detected by the wand and was left within the patient. Before closing, the patient staff realized the sponge was still within the patient and it was removed before completing the laparotomy. X-ray was used to locate the sponge. The laparotomy sponge was scanned after being removed and was not detected. No injury occurred as a result of the issue.